Event description:
It was observed that during the device evaluation, the colonovideoscope presented image noise and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to corrosion on plug unit, image noise occurred and image could not be seen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.